Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after an iliac percutaneous transluminal angioplasty procedure. Reportedly, an angiogram was taken prior to the procedure and no calcification was visible at the puncture site. However, during puncture of the artery, a crunch sound was noticed and thought to be calcified plaque. There was a problem getting good blood flow from the marker lumen. A little blood marking was showing and deployment through step 4 was performed. During knot advancement, it was not possible to advance the knot. After a second attempt, the suture tore. Hemostasis was achieved with manual arterial compression. The next day it was noticed that the iliac artery was occluded. A surgeon opened the vessel and noticed heavy plaque near the puncture site which was thrombosed and occluded the vessel. It was assumed that the sheath or the proglide had pushed the plaque into the vessel lumen where it was thrombosed leading to occlusion of the iliac artery. And cut-down and thromboendarterectomy were performed. The patient left the hospital the second day and is doing well. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A conclusive cause for the reported difficulties could not be determined. The reported patient effect of thrombosis is a known inherent risk of the procedure. The reported prolapse (pushed plaque into the vessel lumen) and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history database revealed no indication of a lot specific product quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.